Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# va0baqh, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4). Analysis of the screening device trial lead found the stim lead packaging was packaged incorrectly. Additionally, the lead was received with the outer box opened, but the lead was still sealed in the sterile pack. It was concluded the leads were switched while these products were consigned to and in possession by a health care provider facility and not within the manufacturer¿s control and therefore the product was conforming.

Event description:
See related manufacturer's report #6000153-2013-00297 for more information relating to the packaging switch.